Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented at the emergency room unresponsive. The caller stated that the patient was given a narcan drip and the hcp wanted the pump stopped. The hcp did not have access to a programmer. The caller requested information on how to get in contact with a device manufacturer representative. No further complications have been reported as a result of this event.